Manufacturer narrative:
Covidien/medtronic reference number (B)(4). Multiple devices will be entered in this single complaint record for product with multiple devices of the same lot number. There is no evidence that the customer found fiber in more than one product. If it can be confirmed that more than 1 product was found with the noted failure (fiber in package), then additional reports will be submitted at that time.

Event description:
Customer reported that prior to use on a patient, foreign material similar to a piece of fiber was found contained in the package of the endotracheal tube. There was no report of patient involvement or any required intervention performed.